Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's high and low blood glucose levels. The customer's blood glucose level at the time of incident had been as high as over 500mg/dl. The customer states they had bent cannula. The customer treated the high with manual injection. The customer's levels had been as low as 67mg/dl. The customer treated the lows with food. The customer declined to troubleshoot. The customer was advised replacement sets would be sent.